Event description:
During ivtm therapy setup, the thermogard ivtm system (sn (B)(4)) displayed tcmid:07 (coolant temp high) error message. Another temperature management was used to continue treatment to the patient. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that "the thermogard ivtm system (sn (B)(4)) displayed tcmid:07 (coolant temp high) error message" was confirmed in the console's event log but not confirmed during functional testing. The reported tcmid:07 error message was not replicated during functional testing. No malfunction was observed on the thermogard ivtm system, it performed as intended. During a visual inspection of the thermogard console, unrelated to the reported complaint, noticed missing assembly cold well cap, worn out white rollers and lid bumpers and the air filter intake was blocked by dust. The probable cause could be due to the normal wear and tear or could be mishandling. The thermogard console was manufactured in february 2018 and has reached its expected service life of 5 years. The missing and worn-out parts need to be replaced and the air filter need to be cleaned to address the observed issues. A review of the console's event log revealed two tcmid:07 (coolant temp high) several tcmid:05 (coolant diff failure) error messages on the reported complaint date, thus confirming the reported complaint. Also in the event log, unrelated to the reported complaint, several tcmid:05 (coolant diff failure) errors. These errors were not replicated, and the probable cause could not be determined. The thermogard system failed passed all subsequent functional and overnight burn-in test without any fault of error. Zoll awaiting customer's approval for service repair.